Manufacturer narrative:
Local service department checked the subject device and found that the maximum air supply didn't meet the standard due to faulty components. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the maximum air supply didn't meet the standard due to the failure of the primary decompressor. The cause of the failure of the primary decompressor might be a aging deterioration since 7 years and 3 months have passed since manufacturing.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that the foot of the electrode valve was damaged, and the pressure reducing valve was malfunctioning and that lead to the maximum air supply not meeting the standard. There was no report of patient injury associated with the event. This device is an olympus asset.

Manufacturer narrative:
This is a supplemental report to provide additional information. When the local service department checked the subject device, it was found that the c tube was damaged. The exact cause of the c tube damage could not be conclusively determined because the subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc presumed that it was damaged due to handling because it was not shortly after the delivery.